Event description:
It was reported that during an anterior resection procedure, following the transection of the bowel, the anvil was placed in the proximal bowel and the gun was inserted transanally. The surgeon then tried to marry the anvil and gun together but found he couldn't after trying for a while the gun and anvil was removed; more bowel was resected and second device was opened to complete the case. The procedure was prolonged by 30 minutes. Procedure was completed with same like product. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. After further analysis, the anvil was noted to have foreign matter inside of it, not allowing it to be properly installed to the trocar. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to how the foreign matter got into the anvil, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).